Manufacturer narrative:
H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault. In a separate visit the lens was explanted. At a later date a replacement lens of a shorter length lens was implanted and the problem was resolved.

Manufacturer narrative:
Corrected data: h6-health effect - impact code (f): 4629 should be removed and 4627 should be added. Claim# (B)(4).